Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, inappropriate shocks was observed due to noise. Lead remains implanted.